Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance was observed. During a follow up visit, physician measured the lead and impedance values were stable. Episodes of noise and non-sustained ventricular tachycardia were not observed. Patient is not pacemaker dependent. Physician elected to not perform any lead revision until noise is detected. Lead remains implanted. No further information available.